Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. A definitive root cause could not be determined. Based on the results of the investigation, the probable cause of the event was a defective limit switch. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the device led were blinking on the front panel due to faulty limit software unit. Additionally, the scope socket unit was rusty and stuck. The observed damages were due to wear and tear usage. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
An olympus field service deputy reported on behalf of the customer that all led indicators on the evis exera ii xenon light source front panel blink. The issue was found during preparation before use inspection for a therapeutic endoscopic retrograde cholangiopancreatography procedure. There were no reports of patient or user harm associated with this event.